Manufacturer narrative:
Weight and ethnicity: unknown/ not provided. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2021 and presented on (B)(6) 2021 with hazy vision in the right eye (od). Doctor also noted diffuse lamellar keratitis (dlk) and was started on durezol four times a day. When patient presented for the next follow up exam he had a corneal abrasion od with loose epithelium and a bandage contact lens (bcl) was placed and was started on polytrim four times a day. Patient had stated poking himself in the eye with the drops and is believed that caused the abrasion. On (B)(6) 2021, patient had a hyperopic shift and the auto was unable to read his k's. Corneal appearance was hazy od and looked like central toxic keratopathy (ctk). The patient was educated on healing time and the steroid drops were discontinued at the time. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision od. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2021: right eye pre-op 20/20 -2.50 x -.50 x 85; left eye pre-op 20/20 -1.75 x -1.00 x 90. Bcva from (B)(6) 2021: right eye post-op 20/40; left eye post-op 20/20.